Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user reported an unsuccessful removal attempt of sensor on (B)(6) 2025 at 1:30 pm. The sensor was located in the right upper arm. It was confirmed that an incision was made during the removal attempt. At the time of the call, the user reported doing well. The sensor was not palpable prior to the incision. A transmitter, ultrasound, and a magnet were each used in attempts to localize the sensor. The next tentative removal date is (B)(6) 2026. A follow-up will be conducted after that date to confirm whether the sensor was successfully removed. Per dms, the user is currently using the system with a new sensor and is receiving up-to-date information.

Manufacturer narrative:
D2b.corrected from sba to qhj. H1 type of reportable event corrected to serious injury.